Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is not confirmed. Upon visual evaluation, the device is attached to the screw, eyelet, and suture. There is no physical damage to the returned device. It was a piece of suture around the implant. No problem found. Functional testing between the driver and outer sleeve found that the two devices rotate smoothly. No problem found.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 7/31/2023, it was reported by an arthrex employee via email that an ar-2324bcctt and ar-2323bcc biocomposite swivelock anchor was pulled out from the patient's body during an mcl repair surgery on (B)(6) 2023. No additional information was provided. Additional information requested.